Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that the symptoms were located ¿in his balls.¿ it was noted that the patient continued to have pain from that shocking episode despite having turned stimulation off. It was noted that the symptoms occurred possibly after a fall. It was noted that the patient blacked out in his kitchen on (B)(6) 2013. It was noted that in march he went to turn the stimulation back on and that was when he got the big shock. It was noted that stimulation was at 1.9 volts but later stated 5.1 and 9.1. It was noted that the patient did not seem to have an accurate memory of the amplitude settings. It was noted that the patient was unwilling to place antenna on the implantable neurostimulator (ins) to turn amplitude down without turning stimulation on out of fear of another shock. It was noted that the patient system was working well in (B)(6).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0334l, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).